Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the pt has been investigated. During tests in a reference ventilator, a test indicated a failure during pre-use checks. Troubleshooting showed that the air gas module had a nozzle unit with a sticky membrane which had caused the reported problem. The nozzle unit which is part of the gas module and consists of a membrane, a mouthpiece, and a feather spring is used for regulation of the gas flow through the gas module. The nozzle unit should be changed during the yearly preventive maintenance or after 5,000 hours of operation. According to received logs, the latest preventive maintenance was performed in february 2014, which means that the faulty nozzle unit was nearly 13 months old at the time of event. The investigation also showed a failure that was caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use checks and alarms will be activated if the failure occurs during ventilation. The root cause for why the pressure transducer had failed has not been determined.

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that during pre-use check the pressure transducer test was failing. There was no patient involvement. (B)(4).